Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that femoral impactor broke during impaction of the femoral component. All pieces were recovered and it did not prolong the case as it was the final blow before placing the poly trial.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.